Event description:
In the ccu department, a spike broke off the set when changing a bag. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.